Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3410/7903338). Prior to implantation of the stent graft, an axillo-axillary bypass procedure was performed. The procedure was concluded without endoleaks revealed. On (B)(6) 2010, the patient was discharged of the hospital without endoleaks present. Aneurysm diameter was 40mm at the time of hospital discharge. On (B)(6) 2011, in one-year follow-up study, a type ii endoleak was revealed with aneurysm enlargement to 44mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2012, in two-year follow-up study, the type ii endoleak had persisted with aneurysm diameter remaining unchanged. On (B)(6) 2012, a coil embolization procedure was performed to treat the type ii endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.